Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. One straight exact broach handle was returned and evaluated. Upon visual inspection the handle showed impact damage and had fractured from the strike plate. The strike plate show impact damage on both the top and bottom of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was broaching and the end cap of the broach handle came off. There was no impact to the patient nor was there any delay in surgery. No additional information.